Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while inspecting a single-use heparin cap, a nurse discovered that it was leaking. The nurse immediately replaced it with a new single-use heparin cap and, after confirming that there were no leaks, administered it to the patient.